Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed in an unspecified mode to deliver morphine with a concentration of 1 mg/ml, instead of the intended concentration of 5 mg/ml. The remaining pump settings were unspecified. The customer reported that the patient was "snowed", and the event resulted in an "extended" hospital stay. The customer reported that they are certain "it is not the pump, there was nothing wrong with the pump" but rather "a clinician programming error." The patient reportedly recovered with no adverse sequelae. Multiple unsuccessful attempts have been made to obtain additional information.